Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications reported.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6)2016, explanted: (B)(6)2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2017-may-30. It was reported that the pump was explanted on (B)(6)2017 because it malfunctioned. The consumer did not know ¿what occurred with it.¿ the consumer reported that a company representative was at the pump removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was scheduled for surgery on (B)(6) 2017. Per the rep, the physician could not aspirate the catheter at the catheter access port (cap), nor from the catheter after removing from pump, nor at the spine segment next to the anchor. The physician was not prepared to implant a cervical placement. The physician elected to completely remove the system at this point. A revision was completed. The pump was to be sent to pathology and the rep requested to have the pump returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-apr-26. It was reported that the pump was sent to hospital pathology. The pump will not be returned to the manufacturer for analysis. The pump was disposed of by pathology since the physician felt the pump was working properly. The catheter was also sent to pathology and disposed of.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider. It was reported that the reason for explanation was due to occlusion of the catheter. The pump and catheter were returned to the manufacturer for analysis. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-mar-14 regarding the patient's implanted infusion pump containing fentanyl (50mcg/ml at 10.997mcg per day) and bupivacaine (30mg/ml at 6.598mg per day). The indications for use included spinal pain and cervical/neck pain. The patient's medical history included chronic degenerative cervical disc disease, and the patient's weight was (B)(6). It was reported that the patient started feeling a loss of therapy three weeks ago. The patient was not getting good symptom relief, and did not get relief when using her personal therapy manager (ptm). The patient's pump medication was refilled on (B)(6) 2017, and the reservoir volume matched the expected volume with a 0.3ml difference. The physician tried to perform a dye study and catheter aspiration with no success. The physician utilized fluoroscopy and attempted three needle sticks including turning the needle in the catheter access port (cap), but was still unsuccessful. The refill kit used was from the device manufacturer. The physician attempted to push with a 1cc syringe again, but had no success. The catheter was at a cervical placement with the tip slightly off to the left side per anterior-posterior (ap) fluoroscopy. The patient was being scheduled for a pump pocket exploration because dye could not be seen past the pump. The surgery was planned, but had not been scheduled yet. There were no environmental, external, or patient factors that may have led or contributed to the issue, and the issue was considered unresolved at the time of report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump initially worked but then stopped. The patient was in pain again now that the pump had been removed as it no longer treated her symptoms. On (B)(6) 2017, the healthcare provider (hcp) confirmed the pump was released by the hospital and was sent back for analysis.

Manufacturer narrative:
The other relevant component includes: product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. Analysis of the implantable catheter serial number (B)(4) revealed the following: the partial catheter was returned in one s segment, and included the sutureless connector (sc) assembly, the proximal region, pin connector, and the beginning of the distal segment. The catheter was found to be patent, and passed pressure leak testing in the lab. No anomalies were identified. Code-result (B)(4) and code-conclusion (B)(4) are no longer applicable to this event. Code-conclusion (B)(4) is only applicable to the catheter. If information is provided in the future, a supplemental report will be issued.